Event description:
It was reported that the patient presented for a follow-up in clinic post procedure. It was noted that the right atrial lead was dislodged into the right ventricle resulting in overlapping of the atrial and ventricle signals. The lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.